Event description:
It was reported that an ilet pump touch screen was found cracked, the device remained functional, and the user was advised the device was no longer watertight and required replacement. Symptoms included no changes to blood glucose levels and no injury. Outcomes included no medical intervention and no hospitalization. Investigation included collection of user reports and logistics for replacement and return of the affected device. Investigation of this device revealed physical damage to the touchscreen/display assembly with loss of water ingress protection, without evidence of performance failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related or accidental damage unrelated to device manufacturing or design.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.